Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex m100 set ckt had an external fluid leak of the priming solution through the circuit of the set. There was no patient involvement. No additional information is available.

Event description:
It was reported that during priming, one unit of prismaflex (B)(4) set ckt had an external fluid leak of the priming solution through the circuit of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was returned for evaluation. A pressure test was performed and there was a leak observed at the level of the pbp (pre-blood pump) pump segment. The pump segment had a hole. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.